Manufacturer narrative:
(B)(4). One duo deca, variable radius, bi-directional, reflexion spiral ep catheter was received for evaluation. Visual inspection revealed bends in the shaft proximal to the spiral loop/gray shaft transition and the spiral loop was stretched out of shape. Electrode 20 was bent, folded, and pushed distally. Additional investigation concluded the damage to electrode 20 was due to the variation of the nitinol hoop wire, which determined the location of the ring on the wire in relation to the bend in the shaft. Use of the straightener resulted in dislodgement of the uv trim and electrode from its original placement. As a result of this finding, actions to prevent reoccurrence have been implemented. These actions were implemented after this device was manufactured. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record.

Event description:
During the procedure, some of the electrodes displayed as joined together on navx. Another catheter was used to complete the procedure with no consequences to the patient.